Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pacing impedance spiked to >9999 ohms week of (B)(6) 2016 and then returned to normal range. Increased count of high impedance paces and a lead warning occurred on (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.